Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm. The customer stated that the device was underneath a towel when the alarm occurred. The customer's blood glucose level was unknown. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot and minor scratched display window. The insulin pump was missing the endcap sticker and address serial label.